Event description:
The international customer reported the ventilator would not power on via ac power and the battery was not charging. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer replaced the power supply to address the reported problem.